Event description:
The reporter stated that the transducer gave erroneous reading resulting in fluid overload and delay in treatment. Transducer in question had physical damage present. This was reported by medicines & healthcare products regulatory agency.